Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a procedure a intellanav mifi open-irrigated catheter was selected for use. The physician noticed leaking around irrigation tubing on catheter handle. The catheter was exchange to complete the procedure without any patient complications. The catheter was disposed.